Event description:
It was reported that during an unknown procedure, device misfired. It is unknown how the procedure was completed. No consequences for patient.

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event? Bile duct. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? No, prolific user for 12 years of this device. Was any unexpected resistance felt while firing the trigger? Once fired, the handle does not smoothly retract to its original position. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Definitely in, unsure out. What were the indications for surgery? What was found? Lap chole. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? Registrar under supervision. The surgeon is sure something feels very different about the device from the handle not retracting correctly and the clips due to the stiffness in the handle just shooting out of the jaws in the open position. The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.